Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up with recorded episodes of right ventricular lead noise. No patient symptoms were reported. Further information was requested but not received.